Event description:
It was reported that the patient experienced a motor stall. ¿they¿ weren¿t able to reset it to keep it going. No further information was reported at the time of this report. The patient outcome was unknown. The device system was used to deliver an unknown drug.

Manufacturer narrative:
(B)(4).